Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced dizziness and headaches. The patient requested the device be explanted. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 17, 2022.